Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery on the insulin pump was draining within a week but lately it would happen in a day. The customer changed the battery the day of the call and had already received a low battery alert. Blood glucose value was 550 mg/dl. The customer does not use the sensor feature, she does not perform excessive button pressing or backlight use, no daily rewinds or unattended alarms. Customer was sent a battery cap replacement and advised to monitor the device.